Event description:
It was reported that the patient presented to the emergency department after receiving inappropriate shocks. A transmission report showed the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with a high number of short interval counts (sic) and noise. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694045, lead, implanted: (B)(6) 1998. (B)(4).